Event description:
The initial reporter contacted shiley to report "they were not getting enough oxygen" and "their blood pressure is elevated after walking". The initial reporter indicated that an echocardiogram was done. Subsequently, information obtained from the nurse for the patient's physician noted that the echocardiogram "showed a high gradient, possibly due to aortic stenosis". Upon follow up, the nurse stated that the patient is being evaluated at the hospital.